Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet following supply changes, including running out of insulin, performing a supply change, and then repeating a 12-unit fill tubing process; the user later confirmed he was not connected during the fill process and reported increased physical activity and reduced food intake. Symptoms included hypoglycemia with a documented blood glucose of 40 mg/dl. Outcomes included correction with oral glucose and food, with blood glucose reported as improved at the time of contact. Investigation included review of available device logs and user interview, along with troubleshooting and education. Investigation of this case revealed no device malfunction noted in the logs, with contributing factors likely related to user technique during supply change, increased activity, and decreased carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to use error and lifestyle factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.